Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that a pt ((B)(6) yr male) came to ed after 4 hours exposure to a natural gas leak operating a fork lift followed by 4 more hours complaining of headache. The ed staff suspected carbon monoxide poisoning and rt screened pt with the rad-57 getting readings of 10-11% o2 and was discharged home. A repeat blood test was ordered when critical value was received, but it is not clear whether it was actually conducted, as it appears the pt went home instead. Ed doctor (and rt manager) believed the error to be on the part of the lab or something to do with the time lapse, but doctor requested respiratory manager "have rad-57 calibrated". The rt manager contacted masimo on monday (B)(6) 2015 to inquire about recalibration and the contact report which it generated prompted the site visit to obtain more info. Although customer feels error probably due to the lab or time lapse, it was recommended that the unit be tested.